Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0r4uq, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's implantable neurostimulator (ins) eroded from the pocket site. The entire system was explanted and a new system was implanted on the opposite side. The issue was resolved and the patient was alive with no injury. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.